Manufacturer narrative:
This info was not provided during initial report. Additional info has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with prodisc-l at l4-l5 experienced back and lower extremity pain. Reportedly, pt was prescribed medication and pain has persisted. This is one of reports submitted on this event.